Event description:
On (B)(6) 2011 customer reported they were getting low enzyme quality control (qc) results, the day before on the dxc 800 instrument, after performing weekly/monthly and 3-month maintenance. Customer found that the cartridge chemistry (cc) sample probe was loose, and that it started to leak and had bubbles under the probe when it was in standby mode. Customer replaced the probe. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the cc sample probe was leaking and replaced the t-valve & wash collar. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).